Event description:
Information was received from manufacturer representative who reported patient was having uncomfortable stimulation in ribs. Dr was unable to reposition the existing leads, so removed existing and placed a new lead midline and pt no longer getting uncomfortable stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# serial# (B)(4), implanted: (B)(4) 2022, explanted:(B)(6) 2022, product type: lead. Product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Ther relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.